Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five homechoice cassettes were found with a "plastic bubble" at the top of the patient line and inside the tube. This was observed during preparation of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: b5, f10/h6: medical device problem codes (update a180104 to a0411). B5 (clarification): update "at the top of the patient line and inside the tube" to "at the top of the patient line, inside the tube". H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. The damage would possibly involve a short delay to start therapy until the patient reverts to new supplies; however, it is not likely to cause or contribute to serious injury or death. Should additional relevant information become available, a supplemental report will be submitted.